Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 471 mg/dl. The customer observed the alarm when she went to change the infusion set on her insulin pump unsuccessfully. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.